Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier was unable to grip normally. The customer was able to resolve the reported event by replacing the medium-large clip applier with a backup instrument. The customer received the phone assistance from the intuitive surgical, inc. (Isi) technical service engineer (tse). The isi tse reviewed the logs and found no related errors. The customer was advised to reinstall the medium-large clip applier and the sterile adapter if the reported event was to reoccur. The customer was advised to return the instrument if the reported issue persisted. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The customer resolved the reported event by replacing the medium-large clip applier with a backup. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.